Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A biomedical engineer reported that an ophthalmic gas dispensing regulator valve had no gas output prior to surgery. There was no patient involvement thus, no patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. A sample was forwarded to the contract manufacturer for evaluation however, to date, no manufacturer sample receipt date has been confirmed nor have any evaluation results been received. A review of confirmed complaints showed a spike in complaints for gas not coming out of regulators however, to date, no trend in these complaints has been observed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Per the contract manufacturer quality assurance evaluation, one regulator device from the reported lot number was received by the manufacturer in good condition. The regulator was put through final test and inspection and was found to meet the release criteria. The batch production record for the reported lot number showed that the product met specifications at the time of release. As the returned sample was found to meet specifications, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).